Manufacturer narrative:
The complaint of leaks on item mc33131cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that a 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer generated a leak during patient use. It was reported that the line was leaking after putting a cap on the end. There was no patient harm reported.